Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that on (B)(6) 2017 the patient presented with dark red urine, hemolysis, and an initial lactate dehydrogenase (ldh) greater than (>) 1000, repeat testing on (B)(6) 2017 is pending. The patient stated he feels well and flows were noted to be increased from baseline. Patient was admitted and placed on heparin and integrin, and had pulmonary artery (pa) catheter placed. No additional information available.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Of note, it was reported that a moderate amount of fibrotic tissue was present over the inflow ventriculotomy after the vad was removed by thoracotomy surgical approach. Based on the risk documentation, the most likely root cause of the high-power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows or high rpm's. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that a moderate amount of fibrotic tissue was present over the inflow ventriculotomy after the vad was removed on (B)(6) 2017 by thoracotomy surgical approach. It was stated that the patient was on cardiopulmonary bypass for 79 minutes and that surgery lasted 388 minutes. No other noted made by surgeon on report. Patient was stated to have been discharged on (B)(6) 2017. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.